Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was ¿high¿; specific bg value was not provided and cause was unknown. Additionally, it was reported that the pump battery could not be charged. Multiple attempts were made by tandem technical support to follow-up with the customer regarding high bg, but no response was received.